Event description:
It was reported that the tip of the device got loose during the course of a surgical procedure. A back-up device was used and the surgery was completed successfully. There were no adverse consequences reported.

Manufacturer narrative:
A follow-up report will be submitted after the quality investigation is complete.